Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR report: 1627487-2013-18027. Ref MFR report: 1627487-2013-18028. The pt had 2 leads (from the same lot) implanted as part of his scs system. It was reported the pt was experiencing ineffective stimulation as well as heating at the ipg site while charging. The pt requested his scs system be explanted. The pt's scs system was subsequently explanted. On 08/01/2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.